Event description:
The facility's technician reported an infusion pump with an 808:02 failure code. The technician stated they have no record of any patient incident involving the pump since the last baxter service event.